Event description:
It was reported that, "the arthroplasty was revised due to pain and instability. The tibial insert was revised. The components were implanted in situ for approx (B)(6). The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4. Medical records and x-rays were not provided to stryker for review due to irb restrictions at our institution."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. Neither the device, nor add'l info is available from the research facility.